Manufacturer narrative:
The t:slim pump user guide states: the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 (mg/dl) that was treated by consuming milk and ice cream. Reportedly, customer stated that they experienced a lot of physical activity during the day, and believe that the low bg level was due to their body reacting to the physical activity. Customer also uses apidra insulin in the pump cartridges. Recommendation was made to consult with their health care provider to discuss diabetes management.